Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. However, the patient was using an off-label os on their smart device. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(6) bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation. Also correction to remove: however, the patient was using an off-label os on their smart device.